Event description:
Hcw received a needle stick while engaging safety mechanism. Hcw was treated and given prescriptions.

Manufacturer narrative:
Eval summary: this is the first complaint reported with regards to this lot number. There were no abnormal conditions reported in the DHR that could cause the defect, as well as no quality notifications. All process and final inspections comply with spec requirements. Ten returned samples were checked and no abnormalities on the safety shields such as breakages or molding defects which would be related to the reported incident were found. Also, functional inspection of the safety shield was performed on the returned samples, and the results for breakaway force, moving force and unlocking force were within the standards. Fifty retention samples were visually examined/tested and no issues were detected. Safety shield functional checks were performed on thirteen retention samples. No issues were noted and all retention lot samples performed as expected. Quality will continue to monitor on monthly trend reports.